Event description:
Reporter alleged obtaining discrepant blood glucose results of lo (less than 10 mg/dl) back to back with a result of 79 mg/dl when testing was performed within 5 minutes on the compact system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.